Event description:
The surgeon implanted a cc4204bf plate collamer lens. The administrator stated that the lens was implanted and the capsule tore. The incision was enlarged to remove the lens and a vitrectomy was performed. A suture was required to close the wound. The injector and cartridge model and lot numbers were not specified by the company.